Manufacturer narrative:
The company representative examined the system and confirmed the reported system message. The fluidics module was replaced. The system was then tested and met all product specifications. The root cause has not been determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A head nurse reported that during surgery, the system was not vacuuming. The procedure was completed with no harm to the patient.